Event description:
The device was returned for evaluation and a flickering image was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and a faulty cable was found which had caused a flickering image. The cause of the faulty cable could not be determined.   A device history review (DHR) of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.